Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air in line was seen during use for the bloodline transfer set. Large and many macrobubbles in arterial line of dialysis tubing. Connection secured and tightened with no resolution.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One line of venous and two lines contaminated of arterial were received for evaluation. The samples were visually evaluated, and no defects were observed. Luer taper test was performed on the sample and no failure at both side the arterial line and the venous line, the sample also was subjected to a leak test; results indicated no failure. The defect is not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported issue is due to a defect related to a tubing material change previously implemented. The change in tubing resin can lead to bubbles adhering to the inside of the arterial bloodline, in the segment between the patient connector and the blood pump. These bubbles are not being drawn into the bloodline from the external environment, but rather are the result of degassing of blood on the arterial side of the blood pump due to the high negative pressure within the tubing. With the previous tubing resin, these bubbles remained in the blood and were compressed or dissolved via the positive pressure applied post blood pump. With the new resin, these small bubbles adhere to the inside of the bloodline and may gather together to form larger bubbles. Further investigation of the issue is ongoing, and an action plan will be developed upon completion of the investigation. Urgent medical device correction 2521402-2/17/26-003-c [FDA res # 98552] was issued to inform users of the issue and provide information to reduce the risk. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.